Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding repeated recoverable error 32097 occurring on the universal surgical manipulator 2 (usm). Tse reviewed the system logs and confirmed the reported error. According to the customer, error 32097 was able to be successfully recovered, but the usm2 faulted five to six times already. The customer elected to move the usm2 out of the way and proceed with the surgical procedure as a three-arm system configuration using usm1, usm3, and usm4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
During visual inspection no evidence was found that would related to the reported problem. The unit was tested on an in-house system and passed in normal mode. The unit was also tested on a patient fixture test platform (pftp) and fiber test and failed pointing to the rolling loop. Once testing was completed, the fiber was tested, and it was verified to be the source of the fault. As a result of this investigation, failure analysis was able to conclude that the rolling loop assy was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.